Event description:
Reporter called to report on behalf of his mother. Reporter stated that his mother received an attune knee replacement, and has since been experiencing severe adverse reactions. Reporter stated that within the last couple weeks, his mother can barely walk, is in extreme pain, and is experiencing extreme sweating. Reporter stated his mother had to go to the ER, and is following up with a different physician in a few days. Reporter explained he is extremely upset after reading material on the internet that this specific device was known to have problems. Reporter stated that he plans to file a report with the medical board. Reporter said he will call back with detailed device info.

Event description:
Additional information received from reporter on 08/24/2021 for report number mw5075119: failed knee implant by depuy; attune is made of chromium cobalt and the (B)(6) reported failure and corrosion of that metal that led to all the complications I have experienced. I never heard from the FDA for my first complaint. I would like to receive an answer about depuy attune knee implant sent to my email: (B)(6). FDA safety report ID# (B)(4).